Event description:
Surgeon first tried to put the posterior lateral tibial plate and found the plate has pushed the fragment anteriorly and over-reduced it. Since the plate is pre-contoured in shape, it didn't fit well for that particular patient. The surgeon changed it to a one third tubular plate and it worked well. There was a 30 minute delay in surgery as a result.